Manufacturer narrative:
The complaint investigation for potential false positive/protective alinity I anti-hbs results included a search for similar complaints, and review of complaint text, trending data, labeling, scientific literature and device history records. In-house testing of reagent lot 07494fn00 was completed. Return testing was not completed as returns were not available. Trending review determined no adverse trend for the issue for the product. Device history record review on lot 07494fn00 did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. Literature review shows that anti-hbs assays have not correlated well across different platforms due to variability in immune response, sample integrity issues or the presence of interfering substances in the specimen. In house testing of negative material which mimic patient samples was completed using retained samples of the complaint lot. All specifications were met indicating that the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency of the alinity I anti-hbs assay, lot number 07494fn00 was identified.

Manufacturer narrative:
Patient information: all available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, alinity (B)(6) list 7p89 that has a similar product distributed in the us, list number 7p88.

Event description:
The customer stated that reactive alinity I (B)(6) results of 135.81 and 134.49 miu/ml were generated for a patient sample that tested nonreactive using the auto-bio (B)(6) method. The patient is a (B)(6) year old female with diagnosis of malignant lymphoma. A different sample from the same patient tested alinity I (B)(6) reactive at 145.31 miu/ml and auto-bio nonreactive. No adverse impact to patient management was reported.